Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that there has been a poor sensing and high thresholds more frequently noted on low voltage leads. Low voltage leads remain in use. No patient complications have been reported as a result of this event.